Manufacturer narrative:
It was reported while sitting on the rollator on his patio, end user fell over onto the pavement and injured his back. Reporter states, "I am not sure how it happened". Reporter states his spouse "guided him up while he scooted over to the steps and raised his body up step-by-step till he was sitting on top of his porch". Reporter states, he has had two previous surgeries in 2018 to his neck and lower back. Prior to this reported incident, reporter states he routinely see a chiropractor and pain physician. Reporter states he contacted his chiropractor that day and was able to schedule an appointment the following day. Reporter states, "the following morning he felt just a little stiff". No serious injury, no diagnostic exams or additional follow-up care was reported to the manufacturer. The sample was returned and an evaluation conducted. Due to the reported nature of the incident and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported while sitting on the rollator on his patio, end user fell over onto the pavement and injured his back.